Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to weakness, low blood pressure, and a heart rate lower than the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.